Event description:
It was reported that a patient that was implanted with vns within the last year died of sudep. The physician could not answer many questions until she got consent to share patient information, but it was communicated that the patient had recently had her settings increased to 1.75ma the week before the death. The patient also had recent nose polyp removal surgery and had packed dressings in her nose. The patient was found face-down in bed or on the floor (conflicting reports from the medical examiner and the caregiver). Attempts for further information were unsuccessful to date.

Event description:
The patient had lennox gastaut syndrome. She also had daily absence seizures and frequent complex partial seizures, but had not had any general tonic clonic seizures for over a few years. The patient was on two anti-epileptic drugs and was compliant with her medication. The patient's vns was implanted in (B)(6) 2015, and she had experienced benefit from vns when she was last evaluated in (B)(6) 2016. The patient had good seizure control and behavior. Another physician increased the patient's output current to 1.75ma from 1.5ma in (B)(6) 2016. This was done for further seizure control. The patient had nasal polyp surgery 1 to 2 weeks prior to the death, which required general anesthesia. The patient's nose was packed for the post-operative period and was still packed when she was discharged. In the hospital, they made sure that the patient slept upright at night with the nose packed, but no special instructions were given when she went home. The patient was found dead on (B)(6) 2016 face down in her pillow. No obvious cause of death was found, so it was ruled sudep. The physician believed that the patient had a seizure with some sort of asphyxia with her head face down in the pillow. She did not believe that the death was due to a cardiac arrhythmia. The physician was not sure if the nose packing contributed to a lack of airway. It was also reported that the funeral home removed the patient's vns.

Event description:
The generator and lead were received. Analysis on the generator was approved. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment, and results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
Analysis on the lead was approved. A section of the lead assembly was returned for analysis in one piece with the lead connector portion still attached to the pulse generator header. The lead¿s electrodes were not returned for evaluation. A continuity check performed between the setscrew and the end of the lead portion attached to the pulse generator verified that proper contact between the setscrew and the lead pin was present. Setscrew marks were seen on the connector pin, providing further evidence that proper contact between the setscrew and the connector pin existed. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
The patient's other treating physician believed that the patient most likely died from respiratory failure due to the nose packing following her nasal polyp removal surgery combined with a seizure, and he also stated that vns had a positive effect on the patient's seizures prior to death. The official cause of the death was listed as sudep. No further relevant information has been received to date.

Event description:
The identity and product information for the deceased patient was received. There was no programming data available for the patient's generator. No further relevant information has been received to date.